Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is due to a failed mixing pump. During evaluation, it was confirmed that the mixing pump was unable to make cold water in the circulation tank. The device did not meet specifications and the product was influenced by the reported failure. The device was not used on a patient. The DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the data files showing that the mixing pump was unable to make cold water in the circulation tank of an arctic sun device. They requested a quote for a loaner and the 2000 hour service. Per review of wo on 27apr2023, failed mixing pump. As per sample evaluation results received on 01may2023, it was reported that the circulation pump primed to fill in decontamination. It was stated that the l-tube and double l-tubing appeared distended or expanded however water flow was not impeded, it would be replaced preventatively.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the data files showing that the mixing pump was unable to make cold water in the circulation tank of an arctic sun device. They requested a quote for a loaner and the 2000 hour service. Per review of wo on 27apr2023, failed mixing pump.